Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the physician was attempting to place the central venous catheter (cvc) into the pt's subclavian in the surgical intensive care unit (sicu). The physician attempted to remove the needle with normal technique and the needle broke off in the pt about 1mm above the hub. A cut down was performed to remove the needle from under the skin. As a result, another cvc was placed for the pt. There was a delay in treatment, no pt death and no pt complications were reported.